Manufacturer narrative:
12/7/1998- supplemental report sent to FDA.

Event description:
The device was used during an unspecified procedure. Reportedly, the staples did not form properly. The hosp has reported no pt injury occurred.